Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported event: visual inspection of the partial lead found full breached optim sheath degradations adjacent to the connector boot.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was heart failure and acute liver failure.